Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). At the time of the report, the device dislocation, pelvic pain, polymenorrhoea, menorrhagia, migraine, fatigue, alopecia and vaginal discharge outcome was unknown. The reporter considered alopecia, device dislocation, fatigue, menorrhagia, migraine, pelvic pain, polymenorrhoea and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). At the time of the report, the device dislocation, pelvic pain, polymenorrhoea, menorrhagia, migraine, fatigue, alopecia and vaginal discharge outcome was unknown. The reporter considered alopecia, device dislocation, fatigue, menorrhagia, migraine, pelvic pain, polymenorrhoea and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.